Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found a tiny tear in tubing at the blood sampling valve (bsv), fitting 8 (wire marker number 8), which was trimmed back and reattached without further leakage. Startup and controls all ran within specification. The system was verified and validated. (B)(4).

Event description:
The customer reported an undetermined amount of clear fluid leaked from a coulter lh 500 hematology analyzer onto the counter. The leak was contained. The customer also reported the controls gave voteouts (non-numeric replacement codes) on red blood cells (rbc). The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.